Manufacturer narrative:
Additional information: b5, b6, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was obtained. Per report, a slit lamp examination was performed one (1) month postoperatively with no signification findings or signs of hyphema observed.

Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
The following additional information was obtained. Per report, the hyphema has resolved.

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented postoperatively with increased intraocular pressure (= 10 mm hg as compared to baseline), and a "significant" hyphema described as = 10% of anterior chamber (ac). Per report, the events were described as "moderate" and "non-serious", with the increased intraocular pressure requiring paracentesis and the hyphema requiring a medication change. Reportedly, both events were noted as resolving. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Hyphema and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Hyphema and iop increase are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).